Manufacturer narrative:
April 30, 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an ICD follow-up (the ICD sn was not provided), the programmer screen froze during 30 seconds. Then, the programmer resumed normal operations.